Manufacturer narrative:
No button error alarm noted. Failure analysis found unresponsive act button due to corroded keypad trace. Failure analysis was unable to perform displacement test due to unresponsive button. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm and motor error alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.